Event description:
Reporter alleged blood glucose measured 98 mg/dl at 5:50 pm back to back with a result of 180 mg/dl when testing was performed at 5:58 pm. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.